Event description:
It was reported that the device was over delivering the medicine. This occurred during testing, and the event did not occur during patient use.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. The event history log showed error 46508 that was caused primarily by a defective printed wiring assembly (pwa). Accuracy testing failed and the cause of this and the customer reported problem was a defective expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to sand the expulsor to specification and replace the dso seal and pwa.